Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer received an air in line alarm during priming of clearlink continu-flo set. There was no patient involvement associated with these events. No additional information is available.